Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor was suspend and not within acceptable range. The customer¿s blood glucose level was 5.9 mmol/l and sensor glucose was 2.9 mmol/l at the time of incident. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The sensor glucose value that triggered the suspend on low was 2.9 mmol/l and low limit in sensor settings was 4.6 mmol/l. The customer was advised sensor may no longer be responding to glucose changes. The sensor will not be returned for analysis.